Event description:
Informed by the manufacturer the device was in a high current state and the device will soon go to eri. Explant of the device was recommended.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 50 months and an amount of 26 charging cycles was recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the eos battery status was activated on (B)(4) 2013, 1 day after the device was explanted. The recorded iegm's demonstrated a correct device behavior with regard to the therapy functions of the ICD, while the device was implanted and in service. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The device was subjected to an electrical analysis. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified, however the ability of the device to deliver defibrillation shocks was found compromised. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. The electronic module was attached to an external power supply. The electrical parameters, particularly the current consumption of the electronic module were found to be normal with an external power supply attached. All therapy functions were available and performing as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the device was implanted for 50 months. The clinical observation resulted from an increased internal self-depletion within the battery over the implantation time of 50 months. All therapy functions of the device were available while implanted and in service.